Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2 mm x 40 mm x 145 cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, this device ruptured. The procedure was completed with another of the same device. No patient complications were reported.